Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, an increased capture threshold of the right ventricular lead was observed. The patient is being monitored and is in stable condition. Additional information has been requested but not received.